Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. From (B)(6) 2015, the average atrial impedance rose from 2062 ohms to 3980 ohms. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. From (B)(6) 2015, the average atrial impedance rose from 2062 ohms to 3980 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had a possible fracture as there was high impedance, no capture, and no sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.